Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in 2023. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted; however, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted

Event description:
It was reported that the femoral stem had a high offset. There were no issues with the hospital surgical equipment. The broaches were sharp, and the broach size was either an 8 or 9. The surgeon noted that the implant seemed to have a much tighter fit to where the bone seemed like it would almost fracture. The surgeon suspected that the implant was the issue. The patient is fine and there was no adverse patient impact. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 h6: component code: mechanical (g04) - stem no product was returned, or pictures provided; a visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.